Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly of the device, it was found that the tps coated flex assembly was damaged. After further inspection, corrosion was found in the blade mount assembly. The presence of a damaged tps flex assembly and corrosion in the blade mount assembly is likely to cause or contribute to the device running without user activation.